Event description:
An attempt was made to use the device on a person diagnosed in cardiac arrest. The disposable defibrillation electrodes were applied to the patient in the anterior/lateral position. The apex electrode reportedly did not adhere well to the patient's chest. It was reported that the patient's chest was clean and prepared prior to applying the electrodes. The device displayed multiple `connect electrode' alarms. The patient was not resuscitated. A clinical review of the reported information by medtronic concluded the reported problem did not cause or contribute to the patient's outcome because defibrillation was not indicated based on the patient's ECG.